Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nausea/vomiting, dizziness, fatigue muscle aches/pains mostly in her legs and she fell four times. Additionally, patient alleges device has funny smell. There was no report of serious or permanent harm or injury. The device has been returned to the manufacturer but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nausea/vomiting, dizziness, fatigue muscle aches/pains mostly in her legs and she fell four times. Additionally, patient alleged device has funny smell. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In this report, section box b: adverse event or product problem (describe event or problem), box c: suspect product (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) are updated/corrected.